Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: r2108580) on 03-may-2021. The most recent information was received on 11-may-2021. This spontaneous case was reported by a consumer and describes the occurrence of device expulsion ('right tube stent protruding part in the endometrial lumen') in an adult female patient who had essure (batch no. A02551) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), burnout syndrome ("burnout"), musculoskeletal disorder ("musculoskeletal problems") and female reproductive tract disorder ("gynaecological problem"). The patient was treated with surgery (essure removal on the right tube on (B)(6) 2019). Essure was removed on 24-jan-2019. At the time of the report, the device expulsion, burnout syndrome, musculoskeletal disorder and female reproductive tract disorder outcome was unknown. The reporter provided no causality assessment for burnout syndrome, device expulsion, female reproductive tract disorder and musculoskeletal disorder with essure. The reporter commented: she reports her state of health has deteriorated for many years with repercussions on her personal and professional life. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 48 kgs. X-ray - in 2021: the implant that no longer appears on the x-ray. Lot number: a02551 manufacturing date: 2012-04 expiration date: 2015-04. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 11-may-2021: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on (B)(6) 2021. This spontaneous case was reported by a consumer and describes the occurrence of device expulsion ('right tube stent protruding part in the endometrial lumen') in an adult female patient who had essure (batch no. A02551) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), burnout syndrome ("burnout"), musculoskeletal disorder ("musculoskeletal problems") and adverse event ("gynaecological problem"). The patient was treated with surgery (essure removal on the right tube on (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the device expulsion, burnout syndrome, musculoskeletal disorder and adverse event outcome was unknown. The reporter provided no causality assessment for adverse event, burnout syndrome, device expulsion and musculoskeletal disorder with essure. The reporter commented: she reports her state of health has deteriorated for many years with repercussions on her personal and professional life. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). X-ray - in 2021: the implant that no longer appears on the x-ray. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.